Event description:
Apparent rupture of mentor silicone gummy bear implant. Metal taste in my mouth , constant ear ringing , severe chronic pain throughout my body, unable to move and walk around, getting upstairs for teak excessive. Tiredness, thyroid under active burning, tingling, numbness sensation in my right arm and rib cage area, information of my lymph nodes breaking out rash on my chest, neck, back and under my armpits. Total body weakness, brain fog, memory problems, stomach problems, food intolerance, vision problems. Constant headaches, weight gain, pain in breast, itchy skin sensation. Had to have breast implants removed and almost all symptoms subsided if not some of them disappeared instantly within 24 hours of having the implants removed. Still battling ear ringing, chronic fatigue, arthritis, symptoms, inflammation lymph nodes and thyroid problems, fungus, kidney problems and stomach problems.